Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the procedure for inserting a central catheter, peripherally, is initiated by the head nurse in the intensive care unit. A 4fr bilumen PICC catheter is inserted through the basilic vein of the left upper limb, under ultrasound guidance. During the passage of the catheter, it is rolled up at the level of the subclavian vein, observed by x-ray. A total of three attempts are made to reposition the catheter without success, so it is decided to completely remove the catheter." Another catheter was placed without complication. There was no patient harm or injury. No medical intervention reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the procedure for inserting a central catheter, peripherally, is initiated by the head nurse in the intensive care unit. A 4fr bilumen PICC catheter is inserted through the basilic vein of the left upper limb, under ultrasound guidance. During the passage of the catheter, it is rolled up at the level of the subclavian vein, observed by x-ray. A total of three attempts are made to reposition the catheter without success, so it is decided to completely remove the catheter." Another catheter was placed without complication. There was no patient harm or injury. No medical intervention reported. The patient's current condition is reported as "fine".